Manufacturer narrative:
Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Received unit with cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 69 mg/dl, due to the customer working out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.